Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old female of unknown race was implanted with an impella 5.5 as a bridge to transplant. It was reported on the day of implant the sterile sleeve became damaged. To troubleshoot the issue the team placed tegaderm, there was no infection noted. The patient remained on support for the next 3 days and was bridged to transplant.

Manufacturer narrative:
The investigation for the reported product damage and biomaterial has been completed. No product was returned. Data logs were not returned for evaluation. The cause of the product damage (sterile sleeve) issue was not determined since product was not returned. As the necessary information was not provided, the root cause of the thrombus was not determined. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
Additional information provided states that upon removal of the 5.5 for the heart transplant, biomaterial was found on pump inlet. There was no harm reported.